Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements of 167ohms in the right ventricular (rv) channel. Replacement of the rv lead was recommended. This crt-d remains in service. No adverse patient effects were reported.